Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during an arthroscopy surgery, the t1 and t2 implants of the fast-fix 360 deployed simultaneously. No implants were deployed trough the meniscus. Surgery was completed without delay, using a back-up device instead. No further complications were reported.